Event description:
A report of overinfusion associated with the use of a flo-gard volumetric infusion pump was received. Reportedly, at 0700 a nurse hung an infusion of tpn solution to infuse at 100ml/hr and the pump volume to be infused (vtbi) read 1549ml at that time. At 1400 the bag was found to have only 100mls left, and the vtbi displayed 806ml. The actual amount of solution in the bag at 0700 is unk. According to the reporter, the pump infused the tpn twice as fast as it should have and there was no pt injury associated with this incident.